Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The customer performed the remediation and the device has been tested and is working to service specifications. No further investigation will be performed.

Event description:
The customer reported while using the avea ventilator, it alarmed ext high ppeak. The customer reported no patient involvement associated with this event.

Manufacturer narrative:
The carefusion failure analysis lab received and evaluated the gas delivery engine (gde). The gde was received damaged so no investigation can be performed. This reported issue will be tracked and internally investigate the situation.